Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
It was reported by a hospital representative that a power failure alarm occurred and the unit stopped operating. The customer reported that the unit was in use on patient, but there was no patient harm reported. The unit was swapped out. There was neither delay in therapy nor medical intervention reported other than ventilator swap due to the failure above. The representative confirmed the alarm and replaced the unit with another v60. The alarms that the representative confirmed were the followings: check vent: 3.3v supply failed check vent: motor control (mc) printed circuit board assembly (pcba) analog to digital converter (adc) failed. The service technician reported that during evaluation of the device in the repair center that several check vent was confirmed. The motor controller (mc) board was replaced then the issue was resolved. No other abnormality was confirmed. Unit was checked overall, cleaned, run in tests and functionally tested. Based on information provided and/or service performed, the customers alleged malfunction was confirmed, or failed to meet specifications. The device was being used for treatment when the reported event occurred the cause of the reported issue is motor controller board failure. Based on the review of (power supply issue, 35v failure), 35v failure found during therapeutic application with a noted device swap but no patient harm, injury, or medical intervention reported. Risk level associated with this complaint is 0.

Manufacturer narrative:
H10: failure analysis on the returned motor controller (mc) board shows that during visual inspection of the mc printed circuit board assembly (pcba) revealed no evidence of damage or contamination. During debugging found mc pcba u10 (half-duplex m-lvds transceiver) pin 3 output at 2.5v and should be at 0v. The component failure u10 on the mc pcba created the reported 3.3v, 5v, 35v, ovp circuit failed, and mc pcba analog to digital converter (adc) failed error codes.